Manufacturer narrative:
Visual and dimensional analysis was performed on the return device. The reported failure to advance and entrapment was not confirmed as it was related to procedural conditions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints from this lot. Based on the information provided, the reported difficulties appear to be due to case related circumstances. It is likely that the resistance encountered during advancement and stent becoming entrapped in the vessel was due to interaction with the challenging anatomy, which was described as (B)(4) stenosed, mildly tortuous, and heavily calcified. The surgical procedure to remove the system and delay in procedure were due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: device code 2923 was removed

Event description:
The return device analysis revealed the shaft appeared cut and the stent remained stationary on the balloon. Follow-up with the account confirmed that the stent did not dislodge. The omni elite 35 balloon expandable stent system (bess) was stuck and could not be removed; therefore, an incision was made, and the bess was cut at the distal shaft and removed from the patient. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat an 80% stenosed, mildly tortuous, and heavily calcified lesion in the subclavian artery. A 10x39mm otw omni elite 35 balloon expandable stent system (bess) was advanced to the lesion, but the stent became stuck and the bess could not be advanced to completely cover the lesion and could not be withdrawn. The bess was finally able to be removed, but the stent remained in the lesion. An incision was made to remove the stent. There was a clinically significant delay. The patient was discharged safely. No additional information was provided.